Manufacturer narrative:
Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review the worst-case severity was s4. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. The complaint and its classification have been reviewed and it was determined that our containment action is a notification to management. A full investigation will be performed. This is a complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Investigation findings: summary of investigation: an adverse event/negligible-minor complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Aer# (B)(4): a patient (no qualifiers provided) was included in this retrospective cohort study and received absorbable gelatin (gelfoam), for splenic injury, splenic artery embolisation. The patient was in the proximal group (proximal embolization was defined as occlusion of the main trunk of the splenic artery distal to the great pancreatic artery). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: splenic necrosis (intervention required, medically significant), outcome "unknown", described as "two patients had splenic necrosis". The patient underwent the following laboratory tests and procedures: angiogram: unknown results, notes: for splenic injury; imaging procedure: unknown results. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of splenic necrosis included splenectomy. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s4. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Special or common cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Improve/control corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Batch/process record review: scope of compl. Investigation: the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and design related: no. Findings: the reported complaint is not related to mixed products. Document review summary: deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown manufacturing/packaging records: complete - acceptable. A review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30-minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials lists the specific product components and weights required for the formulation of each batch. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation.

Event description:
Event verbatim [preferred term] two patients had splenic necrosis [splenic necrosis], indication: splenic injury after blunt traumatic injury, splenic artery embolization [off label use], indication: splenic injury after blunt traumatic injury, splenic artery embolization [device use issue], , narrative: this is a literature report for the following literature source(s): "evaluation of splenic artery embolization technique for blunt trauma", j emerg trauma shock, 2021; vol:14(3), pgs:148-152, doi:10.4103/jets.jets_64_20. A patient (no qualifiers provided) was included in this retrospective cohort study and received absorbable gelatin (gelfoam; UDI: (B)(4)), for splenic injury, splenic artery embolisation. The patient was in the proximal group (proximal embolization was defined as occlusion of the main trunk of the splenic artery distal to the great pancreatic artery). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: splenic necrosis (intervention required, medically significant), outcome "unknown", described as "two patients had splenic necrosis"; off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: splenic injury after blunt traumatic injury, splenic artery embolization". The patient underwent the following laboratory tests and procedures: angiogram: unknown results, notes: for splenic injury; imaging procedure: unknown results. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of splenic necrosis included splenectomy. Product quality group provided investigational results on 30may2023 for absorbable gelatin: description of complaint: product quality exchange: lack of drug effect: suspect: [gelfoam]; event: [two patients had splenic necrosis]. Additional information: this is a literature case study where coil versus gel foam are compared. This does not appear to be a loe based on the case study. The splenic necrosis appears to be an ae related to use of the product. (Parent) investigating site type: internal pfizer site/department. (Parent) fprs evaluation comment: pfizer kalamazoo agrees with the investigation decision, classification, sub-classification, priority, and justification. Site assignment table was reviewed and is accurate and appropriate. An investigation will be performed. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review the worst-case severity was s4. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. The complaint and its classification have been reviewed and it was determined that our containment action is a notification to management. A full investigation will be performed. This is a complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Investigation findings: summary of investigation: an adverse event/negligible-minor complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Aer# (B)(4): a patient (no qualifiers provided) was included in this retrospective cohort study and received absorbable gelatin (gelfoam), for splenic injury, splenic artery embolisation. The patient was in the proximal group (proximal embolization was defined as occlusion of the main trunk of the splenic artery distal to the great pancreatic artery). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: splenic necrosis (intervention required, medically significant), outcome "unknown", described as "two patients had splenic necrosis". The patient underwent the following laboratory tests and procedures: angiogram: unknown results, notes: for splenic injury; imaging procedure: unknown results. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of splenic necrosis included splenectomy. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s4. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Special or common cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Improve/control corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.batch/process record review: scope of compl. Investigation: the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and design related: no. Findings: the reported complaint is not related to mixed products. Document review summary: deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown manufacturing/packaging records: complete - acceptable. A review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30-minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials lists the specific product components and weights required for the formulation of each batch. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Reserve sample evaluation: reserved sample evaluation required: no. Reserved sample evaluation rationale: could not be evaluated as the batch number is unknown. Visual reserved sample evaluation: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Reserve sample testing required: no. Confirmed reserve defect: no. Trend/complaint history: lot-specific trend: lot-specific trend identified: no. Lot trend assmt. & rationale: the batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Lot trend actions taken: the batch number for the reported complaint is unknown; therefore, no lot trend actions are necessary. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as 'absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: product category: absorbable material, delivery system, topical; time period: 20apr2020 - 20apr2023; complaint class: external cause investigation and adverse event. Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by responsible site notification and by the classifications of 'external cause investigation' and 'adverse event' based on similar complaint descriptions. There were two months (april 2020 and august 2020) that included a higher-than-normal number of complaints (8 and 7, respectively); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event md/mdcp,' and there was one month (april 2023) that included a higher-than-normal number of complaints (5); however, this was also due to the receipt of five complaints this month. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Complaint sample evaluation: site sample status: not received. Confirmed compl sample defect: not received. No follow-up attempts are possible. No further information is expected. Follow-up (30may2023):this is a follow-up report from product quality group providing investigation results. Updated information included: device UDI number added; pqc number updated; product quality investigation results provided. Correction made: additional events off label use and device use in unapproved indication added. No follow-up attempts are possible. No further information is expected., comment: based on the available information, a possible contributory role of subject product, absorbable gelatin, cannot be excluded for the reported event of splenic necrosis, based on temporal relationship and the known product safety profile. However, the reported event may possibly represent a potential complication of the surgical procedure of splenic artery embolization. The at risk events off label use and device use issue are assessed as serious, associated with the product absorbable gelatin (gelfoam). There is limited information provided in this report. This case will be reassessed upon receipt of follow-up information.

Event description:
Event verbatim [preferred term] two patients had splenic necrosis [splenic necrosis], , narrative: this is a literature report for the following literature source(s): "evaluation of splenic artery embolization technique for blunt trauma", j emerg trauma shock, 2021; vol:14(3), pgs:148-152, doi:10.4103/jets.jets_64_20. A patient (no qualifiers provided) was included in this retrospective cohort study and received absorbable gelatin (gelfoam), for splenic injury, splenic artery embolisation. The patient was in the proximal group (proximal embolization was defined as occlusion of the main trunk of the splenic artery distal to the great pancreatic artery). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: splenic necrosis (intervention required, medically significant), outcome "unknown", described as "two patients had splenic necrosis". The patient underwent the following laboratory tests and procedures: angiogram: unknown results, notes: for splenic injury; imaging procedure: unknown results. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of splenic necrosis included splenectomy. No follow-up attempts are possible. No further information is expected., comment: based on the available information, a possible contributory role of subject product, absorbable gelatin, cannot be excluded for the reported event of splenic necrosis, based on temporal relationship and the known product safety profile. However, the reported event may possibly represent a potential complication of the surgical procedure of splenic artery embolization. There is limited information provided in this report. This case will be reassessed upon receipt of follow-up information.